Manufacturer narrative:
Access site bleed: very limited clinical details were provided regarding the bleed. The allegation is not specified to be against the introducer or the pump. The complication was treated with a follow up procedure (tamponade) and transfusions, but no update is provided regarding if the complication resolved. Returned product was investigated and there were no visual abnormalities. The introducer was not returned. The root cause of the access site bleed could not be determined due to lack of clinical detail. Hypoxia: provided clinical details report that the patient was experiencing hypoxia. Per medical safety officer review, hypoxia is unrelated to impella since impella is not a device that oxygenates the blood. Pump stop: clinical details report that the patient pulled on the catheter and a pump stop shortly followed. Data logs were investigated, and at the end of the case, it can be seen that at 11:47 on 9/3, the ac power is disconnected and then plugged back in at 12:33. Over an hour later, the pump stops and alarm 119 triggers, followed by alarm 115 8 times. There are no motor current spikes or purge pressure spikes leading up to the complication. It can then be seen on the second aic's logs (ic 6302) that they attempt to start the pump again and experience 24 alarm 115 triggers. These are all indications of an electrical failure. Returned product was investigated and the pump failed the electrical inspection as all three motor phases had open lines. The pump's red handle was opened and it could be seen that all three motor cable lines were severed near the catheter side kink protector and showed signs of necking. The clinical details mention that the catheter was pulled before the pump stop. Based on clinical details, data logs, and returned product, the root cause of the pump stop was determined to be electrical open due to excessive force. G1 reporting contact email revised on manufacturer device report 1220648-2024-18272 in accordance with updated procedures. G1 manufacturing site name, address, and phone number were inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2024-18272.

Event description:
Additional information received from the clinical site that the patient developed multiple organ failure and expired. It is unknown if the use of the impella was related to the patients death. Thus, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B.2 revised to reflect death and date of death due to new informat received. B.5 additional information was received from the clinical site. H.1 type of report was revised to reflect death. H.6 additional codes were added due to new information received from the clinical site. E.1 revised address line 1 as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-18272. G.1 manufacturing site fax number was revised as it was previously entered incorrectly on the past manufacturer device reports number 1220648-2024-18272. H.6 investigation conclusions code was added as it was inadvertently omitted from the previous manufacturer device report number 1220648-2024-18272.

Manufacturer narrative:
The investigation of access site bleeding, pump stop, thrombus, and infection/sepsis has been completed. Hemolysis was added as an additional failure mode, investigation has not yet been performed. Should additional information or investigation results become available a supplemental report will be submitted. Access site bleed: the returned product was investigated and there were no visual abnormalities. The introducer was not returned. The root cause of the access site bleed could not be determined due to lack of clinical detail. Pump stop: data logs were investigated, and at the end of the case, it can be seen that at 11:47 on (B)(6) 2024, the ac power is disconnected and then plugged back in at 12:33. Shortly after, the pump stops and alarm 119 triggers, followed by 8 triggers of alarm 115. There are no motor current spikes or purge pressure trends leading up to the complication. It can then be seen on the second automated impella controller (aic)'s logs (ic6302) that they attempt to start the pump again and experience 24 alarm 115 triggers. These are all indications of an electrical failure. Returned product was investigated and the pump failed the electrical inspection as all three motor phases had open lines. The pump's red handle was opened and it could be seen that all three motor cable lines were severed/open near the catheter side kink protector and showed signs of necking. The clinical details mention that the catheter was pulled before the pump stop. Based on clinical details, data logs, and returned product, the root cause of the pump stop was determined to be electrical open due to excessive force. Thrombus: returned product was investigated and it was confirmed to have thrombus in the inflow and outflow cages. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. B5 updated with additional clinical details. H6 updated with additional failure mode. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Additional information reported in the study documentation that the patient had developed hemolysis which may have been due to either the pump or the surgical procedure.

Event description:
The complainant had placed an impella 5.5 pump for support of a patient admitted in for surgery and suffering from pccs. The patient was enrolled in impact and the study documentation noted two adverse events with "possible" relationship to the impella and procedure. The adverse events were bleeding and aspiration related hypoxia. A week later the team reported upon a third adverse event of a pump stop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿